Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material that adhered in air/water-cylinder and air/water-channel remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU)l IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that due to wear of the forceps elevator, lock engagement lever, upward and downward angulation knob cannot be locked securely, due to wear of angle wire, bending angle in up direction does not meet the standard value, light guide lens had a crack, adhesive on the bending section cover or distal sheath had a wear, connecting tube had a scratch, universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the colonovideoscope had loose bowden cables. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: a whitish foreign material was found inside the air and water tubes and the air and water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.